Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding (gib) could not be conclusively determined through this investigation. The report of an uptick in power following a speed adjustment was unable to be confirmed via the submitted log file. The patient was admitted due to gib. Per the account, the gib likely stemmed from a subtherapeutic international normalized ratio (inr). The submitted log file contained events spanning from (B)(6) 2024. The beginning of the log file captured the fixed speed set at 9200 revolutions per minute (rpm) and the low-speed limit set at 8800 rpm. On (B)(6)2024 the fixed speed was decreased to 9000 rpm. Prior to the decrease in fixed speed, pump power varied from 3.9 watts (w) to 6.0 w. Following the 200 rpm decrease in fixed speed, pump power varied from 5.1 w to 5.5 w. A total of (B)(4) low flow alarms were captured on (B)(6) 2024 due to the estimated pump flow falling below the low flow alarm threshold of 2.5 liters per minute for more than 10 seconds. The alarms appear consistent with the report that the patient was admitted due to gastrointestinal bleeding. No other alarms or unusual events were captured, and the pump operated as intended at the fixed speed. The patient underwent an upper endoscopy, and angioectasia was identified. The patient was successfully treated with argon plasma coagulation and remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," outlines potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding recommended anticoagulation therapy and international normalized ratio (inr) are also included in this section. Section 7, "alarms and troubleshooting," covers all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to speed adjustment, and uptick in power. The cause of the uptick was unknown. The log files captured intermittent low flow events on the 28jul2024. It was also noted that the fixed speed change to 9000 revolution per minute (rpm) on 29jul2024 along with the slight increase in pump power after the speed change. Pump powers in the 5 watts range with a fixed speed of 9000 rpm was still within normal limits. The patient experienced gastrointestinal (gi) bleed this admission likely due to supratherapeutic international normalized ratio (inr). The patient had an esophagogastroduodenoscopy, and angioectasia was identified. Argon plasma coagulation (apc) treatment was successful. The patient remained hospitalized.